Event description:
During evaluation of a returned homechoice (hc) machine, a baxter technician determined that the hc device failed the earth leakage current test. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed for the reported issue. Internal inspection found no issues, but the external inspection failed for power switch pushed in. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The electrical testing failed due to physical damage to the power switch, thus preventing the earth leakage current test from being run. The service history review revealed no indication that the parts replaced during previous servicing caused or contributed to the reported event. The power switch and bezel were replaced and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.